Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported suction was lost in middle of the treatment with one patient interface.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issue. The energy was stabile during the whole day. The logfile shows twelve successfully performed treatments. The reported treatment could be identified in the logfile. The reported patient interface (serial number (B)(6)) was used for patient¿s left eye. Logfile shows that the following message appeared during generating of suction two, before laser fired, information displayed as patient release activated and press ok and follow instructions. Finally, turn key switch to off and call service. After that, the treatment was cancelled by the device. The reported issue occurred prior to procedure. The user restarted the treatment with the same patient interface and finished the treatment without any problems. No technical root cause could be identified. The system was working within specification. No sample evaluation is required even if the sample is returned as the root cause has been identified during logfile review. The reported issue cannot be confirmed. No problem with the patient interface could be identified, the manufacturer internal reference number is: (B)(4).